Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart mrx had an error message during an opcheck stating that the therapy cable was bad. There was no pt involvement.